Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when an intraocular lens, model za9003, was implanted into the eye of a (B)(6) female patient, the patient experienced a retinal hemorrhage, not due to the lens. The surgeon removed the lens but did not replace it with another lens. The patient remains aphakic and is scheduled to see a retinal specialist. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. The lens was observed with one lens haptic distorted/bent. The lens was removed due to a patient condition, not due to the lens. The event could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.